Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The left monitor was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 6800's left monitor went blank and could not operate. There was no adverse patient involvement reported. There was no patient information reported.